Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm on the insulin pump. There were no traces of moisture at the electronic or motor assemblies per visual inspection. The device was received with cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that it was raining and the insulin pump got wet. Customer's blood glucose reading was 90 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.